Manufacturer narrative:
Device evaluated by MFR: based on the potential root causes identified, the following attributes were examined. Visual examination of the bumper tip found no damage or issues with its profile. The balloon cones profiles were also reviewed and no issues were noted the overall balloon profile. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the midshaft section found no issues with its profile. A visual and tactile examination found severe kinking on the hypo-tube shaft and the shaft itself was broken in the region of the severe kinking. The hypotube broke 500mm distal from strain relief. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR 2134265-2014-01581. It was reported that shaft break occurred. Vascular access was obtained via the very tortuous femoral artery. The target lesion was located in the non-tortuous and non-calcified left anterior descending artery. During the procedure, a 3.00x32mm promus element long stent and a 3.00x38mm promus element long stent were selected to treat the lesion. The physician faced resistance while trying to cross the lesion using each of the devices and both devices sustained shaft breaks. Each device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status stable.

Event description:
Same case as MDR 2134265-2014-01581. It was reported that shaft break occurred. Vascular access was obtained via the very tortuous femoral artery. The target lesion was located in the non-tortuous and non-calcified left anterior descending artery. During the procedure, a 3.00x32mm promus element long stent and a 3.00x38mm promus element long stent were selected to treat the lesion. The physician faced resistance while trying to cross the lesion using each of the devices and both devices sustained shaft breaks. Each device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).